Manufacturer narrative:
(B)(4). Device is currently implanted in patient. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient contacted legal. Patient alleges she received one of the first charite devices and is now handicapped because of it. She stated her doctor told her she needs it replaced but cannot find a doctor who will assist her.